Event description:
Proxy biomedical was notified (B)(6) 2012, via e-mail by the motifmesh distributor in the us ((B)(4)) that they have rec'd a complaint regarding a motifmesh product. The complaint states that pt identified as "(B)(6)" had a ventral hernia repair with motifmesh on (B)(6) 2012. The pt developed small bowel adhesions which led to a small bowel obstruction. The pt was treated in hospital for 5 days ((B)(6) 2012), with IV fluids and naso-gastric tubing and was then discharged. The pt did not undergo surgery to repair the adhesions or remove the motifmesh implant. The pt was (B)(6) of age at the time of surgery. (B)(6). The pt made a full recovery. The hospital where the procedure took place is (B)(6). The surgery was performed by dr (B)(6). The implant involved in this complaint is a motifmesh 20 x 30cm mesh, part number ptse2030. The lot number of the motifmesh implant is c001046. No further info regarding the pt is available.

Manufacturer narrative:
Device was not returned for eval. Conclusion: inconclusive, investigation ongoing. The device is a synthetic device made from ptfe. Complications such as adhesion formation are a documented risk associated with the motifmesh device - reference design fmea and motifmesh product insert (instructions for use).